Event description:
The pt reported inaccurate low results with their fasttake meter. The pt's blood glucose readings were 5.1 mmol and 6.4 mmol. Tests were done within 10 mins of each other. Pt did not experience any adverse events.